Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp adapter / connector defective / damaged on (B)(6) 2025, at 17:10, the nurse followed the doctor's orders for the child's indwelling needle placement process, found that there is blood oozing from the hose of the indwelling needle, checking found that there is a break in the hose connector, immediately pulled out, replaced with a new indwelling needle and then re-punctured, did not cause any harm to the child, reported the relevant device adverse events.

Manufacturer narrative:
1. DHR/bhr review (lot#4128133): 1) this batch of products were assembled at intima ii auto line 4 in may 2024 and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are 4054189 and 4113263. Review the incoming inspection results, no abnormalities. 2. No defective sample and photos have been received; the state of the catheter damaged is unidentifiable. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the state of the catheter damaged is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.